Manufacturer narrative:
Follow-up # 1 date of submission 02/01/2016-device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2016 with the following findings: during investigation, the pump powered on and the display was functioning properly. The complaint of a blank display was not duplicated. The display screen was found to be clear and legible. The pump was opened and there was no evidence of moisture found inside the pump; the display flex was found to be fully seated and secure in the connector. Unrelated to the complaint, investigation revealed rust and corrosion was observed inside the battery compartment. A leak test was performed and no leaks were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.